Event description:
The customer reported that the progress bed (sn# (B)(6)) was alarming with error code 36b0 and the patient in the bed developed a pressure injury. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer reported that the progress bed (sn# (B)(6)) was alarming with error code 36b0 and the patient in the bed developed a pressure injury. Follow-up with the customer found that this patient developed a deep tissue injury (dti) to the buttocks (bilaterally). The dti was cleaned, touchless zinc spray was applied, and a turning schedule was implemented. No additional intervention was reported. The customer reported that this patient was admitted to the ICU following a motor vehicle collision, diagnosed with polytrauma and hemodynamic instability, and was critically ill. The customer also reported that the patient remained on the bed following the alert due to the hemodynamic instability, as the patient was unsafe to move. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The bed is equipped with safety indicators that provide the caregiver with visual and audio indications of potentially hazardous conditions with the intention that the caregiver will respond to the alert and take appropriate action to rectify the issue. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. The inspection of the bed by a baxter service technician noted error code 36b0 present. The issue allows for the compressor to stay running causing the error. Further inspection found the bed¿s sense hose to be disconnected from the seat cushion. The technician reconnected the hose and noted the bed to be functioning as designed. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. A deep tissue pressure injury (dti) is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues from pressure and/or shear. Dti occurs in the tissue that has been subjected to pressures that exceed the tolerance level of muscle tissue. The diagnosis of dti should begin with a history of the patient's exposure to intense pressure, which leads to direct muscle damage. The specific risk profile for dti is seen during periods of ¿confinement¿ on a hard surface such as the floor following falls, ¿found down¿ events, long stays in interventional radiology or magnetic resonance imaging and even on relatively hard surfaces such as the operating room table. During events on hard surfaces, the pressure is intense enough to lead to the deformation of muscle cells leading to dtis in short periods. In some cases, a dti can resolve in a few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they can develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structures. In this event, the patient was reported to have developed a deep tissue injury. The wound was cleaned, spray ointment was applied, and repositioning was initiated, and the patient was eventually moved to an alternate bed. There was no report of required medical or surgical intervention to preclude permanent impairment of a body structure or body function, however, there is no confirmation that the dti resolved. Therefore, the reported dti of the bilateral buttocks is considered a serious injury for the reasons stated above. The bed¿s sense hose was found to be disconnected from the seat cushion, however, the bed functioned as designed to provide an appropriate alert, as acknowledged by the customer. The technician reconnected the hose to resolve the issue and noted the bed to be functioning as designed. The exact causality of the patient¿s dti is undetermined, as in this event due to the patient¿s complex history and instability, it precluded the caregiver¿s inability to transfer the patient out of the bed when the customer became aware that the bed was not functioning, in addition to the noted temporary deflation of the bed¿s seat section as associated with the alert/disconnected hose. The device IFU outlines certain conditions that cause the pressure redistribution property to be not active including 'an error with the surface.' Furthermore, the IFU instructs the user, in the event of an error/malfunction, to contact the facility¿s maintenance department of hillrom (baxter) for assistance.